Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultraping meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time at the end of (B)(6) 2011. The patient stated that she manages her diabetes with the insulin pump and denied making any changes to her normal diabetes management routine in response to the reported issue. At an unknown date and time after the alleged issue began, the patient stated that she developed symptoms of "dry mouth, frequent urination and thirst" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that the batteries needed replacement. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.